Event description:
It was reported that the crossflow unit is not providing effective suction. Significant fluid accumulation observed intra-operatively, with inadequate outflow. Inadequate suction resulted in joint swelling that resolved intra-operatively as team troubleshot system settings and wand/tubing.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.